Event description:
It was reported that prior to use with bd alaris¿ pump module smartsite¿ infusion set the tubing detached leakage occurred when the bag was spiked. There was no user impact. The following information was provided by the initial reporter: when nurse spiked bag the fluid leaked out everywhere. Did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-mar-2023. H6: investigation summary: one sample was received and tested by our quality team. The separation described by customer was noticed immediately and the complaint was verified. There was a separation below the blue clip portion but there was not silicone pump tubing to blue clip included. The root cause of the blue clip separation was due to a lack of solvent applied during the assembly of the set. The missing portion of tubing could not be analyzed and only blue clip separation was able to be investigated. The manufacturer of this set was informed about this issue and there are active quality control measures in place to limit further occurrences of this. A device history record review for model 2420-0500 lot number 22093008 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that prior to use with bd alaris¿ pump module smartsite¿ infusion set the tubing detached leakage occurred when the bag was spiked. There was no user impact. The following information was provided by the initial reporter: when nurse spiked bag the fluid leaked out everywhere. Did not reach patient - detected before use or does not touch person during use.